Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported patient was receiving IV saline infusion via PICC line prior to receiving chemotherapy. Line previously inserted into left brachial vein ( (B)(6) 2023 ), patient reported pain and discomfort in left upper arm. Upon inspection area swollen and tender to touch. Infusion discontinued and PICC line removed. Flushed PICC line with n/saline once removed and PICC fractured at 12cms from securacath fixing, therefore leaking into tissue. Device discarded and incident reported. No other information was provided.